Event description:
Customer reportedly obtained results of 258mg/dl and 568mg/dl on the compact plus sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.